Event description:
The pt reported an elevated blood glucose reading of 500 mg/dl with his normal range being 100-130 mg/dl. He stated he corrected this by giving himself an 18 unit bolus of insulin. To troubleshoot, the pt was instructed to disconnect from his insulin infusion headset and perform a bolus through the tubing which went through without error. The pt was then instructed to check the basal profile and time on his insulin infusion device which were correct. The pt stated his infusion set and cartridge have been in use for 2 days. The pt stated he stores his insulin inside a cool closet. The pt was advised the insulin should be stored in the refrigerator. He stated he has not noticed any air bubbles. Troubleshooting did not find any issues with the product. The pt was advised to change his infusion set and cartridge and to contact his healthcare professional. On follow up, the pt stated his blood glucose levels have returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.